Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microorganisms were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
New information added to the following fields: d8, d9, h4. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: sep 11, 2024. Sampling from: suction channel. Cfu: unknown (cell lawn). Bacterial identification: escherichia coli. Sampling date: sep 11, 2024. Sampling from: biopsy channel. Cfu: unknown. Bacterial identification: n/a. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 26, 2024. Sampling from: all channels. Cfu: none. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.